Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, the patient developed a type ib endoleak. Intervention was completed with the implantation of a non mdt extension limb. It was further reported approximately 5 years post the index procedure, a CT scan identified aneurysm enlargement from 50 mm to 80 mm over a period of 2 - 2.5 years. An angiogram did not identify any endoleaks and the stent graft was explanted and open repair completed. Per the physician, the cause of the aneurysm expansion is endotension; type v endoleak. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.